Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. Zimmer¿s reference number of this file is (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted a durom acetabular component 50/44 code j on the left side(exact date not reported). The patient was revised on (B)(6) 2015 due to unknown reasons.

Manufacturer narrative:
Detail of product: item name: metasul ldh, head, 44, code j, taper 18/20. Item #: 0100181440. Lot #: 2406899. This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Additional and corrected information are filled in the following fields: a cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
We have been informed by (B)(6) that the patient underwent revision surgery due to loosening and adverse reaction on metal debris.

Event description:
It was reported that the patient was revised due to adverse soft tissue reaction to particle debris and aseptic loosening of the cup and the stem 7 years 8 months after the primary surgery.

Manufacturer narrative:
Investigation results were made available. Concomitant medical products according d11: item: cls spotorno, stem, 135. Catalog #: 290039100 lot #: 2413902. Item: metasul ldh, head, 44. Catalog #: 0100181440 lot #: 2406899. Conclusion summary: it was reported that the patient was revised due to adverse soft tissue reaction to particle debris and aseptic loosening of the cup and the stem 7 years 8 months after the primary surgery. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received; the condition of the components is unknown. Therefore, the event could not be confirmed. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specification valid at the time of production. The adverse soft tissue reaction could be caused by metal debris as the construct included only metal material and cemetless fixation was used. A tissue reaction like metallosis, pseudotumor or metal allergy can be a post-operative risk for metal on metal (mom). Generally, mom hypersensitivity reactions are increasingly being recognized as a cause of osteolysis, loosening, and subsequent failure in the short- to intermediate-term follow-up of mom-thas. Therefore, the issue of adverse soft tissue reaction to metal debris and the cup loosening can be characterized as the known issue which was addressed in CAPA cp00000620. No further investigation required. The stem loosening is not part of the cp00000620 and it could be cause by multiple factors, such as excessive force or wrong directional force applied when preparing the femoral canal, wrong size of instruments used and fretting between the components. However, due to the significant lack of information, an accurate analysis cannot be performed. Therefore, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. Should any additional information that changes the assessment become available to us, or any extra demand be requested, we will re-evaluate the case. Zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4). The following reports are associated with this event: 0009613350-2018-00826-2.